Event description:
Patient has a medtronic dual chamber ICD. On (B)(6) 2017 received remote transmission show battery voltage at 2.72v with projected longevity of 6-9 months. On (B)(6) 2017 received a wireless remote alert for change circuit warning. Eos and the device had shut off - battery was at 2.67v, rrt was 2.63v, charge time 12.4 sec (eos). Medtronic technical services contacted and reported this device needed to be removed immediately and that it was an anomaly. Fortunately patient was not pacemaker dependent. Patient was admitted to hospital for immediate replacement of the device.